Manufacturer narrative:
(B)(4). The exact date of the peritonitis was unknown; however it was reported to have occurred in 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this peritonitis event. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, it was not reported if the patient had recovered from this peritonitis event. Additional information was requested, but is not available at this time.